Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??:missing records: records for previous repair at outside hospital were not provided.] On (B)(6) 2012: (B)(6) medical center. (B)(6) , md. Anesthesia pre-op note. Active problems: anxiety, migraine, endometriosis, hiatal hernia, incisional hernia. Procedure history: hiatal hernia repair, tubal ligation. Social history: alcohol: denies. Substance abuse: denies. Tobacco: 1 pack cigarettes per day for 17 years, current use. Asa ii. On (B)(6) 2012: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: ventral incisional hernia. Secondary diagnosis: tobacco abuse. Operation: laparoscopic incisional hernia repair with mesh. Anesthesia: general. Estimated blood loss: minimal. Specimens: none. Complications: none. Indications: (B)(6) is a 33-year-old female who presents with epigastric abdominal pain associated with a recurrent supraumbilical hernia. She is status post previous repair at an outside hospital and I recommended a laparoscopic approach. She presents today for same. Findings: ¿the patient had multiple hernia defects in the upper abdomen with at least three large hernias. All were covered with a 10 x 15 cm piece of gore-tex dualmesh with good result noted. Procedure: ms. (B)(6) was provided with informed consent and her questions were answered. The indication, risks, benefits, and alternatives of the operation were reviewed and accepted. We specifically discussed risks, including bleeding, mesh infection, hernia recurrence, and chronic pain. She understood these risks. She was covered with appropriate perioperative antibiotics. She was brought to the operating room and placed in supine position on the operating room table. She had sequential compression devices placed on both legs and general anesthetic was induced. Both arms were tucked at her sides with all pressure points padded. Her abdomen was widely prepped and draped in standard fashion. An operative time out was held and the patient and site of surgery were verified. The incision was made just off the left costal margin which was preanesthetized with local anesthetic. A 5-mm endoview trocar was now used with a 5-mm, 30-degree laparoscope and direct peritoneal access was obtained. Peritoneal cavity was insufflated to a pressure of 15 mmhg with carbon dioxide gas with appropriate pressures noted throughout insufflation. Camera was reintroduced here. The upper abdomen was inspected. There were adhesions of the omentum to the midline. Under direct vision, a 12-mm left midabdominal trocar and a 5-mm left lower quadrant trocar were placed. Graspers were introduced. Counteraction was held and the abdominal wall palpated and now these hernias reduced. They were all fat-containing. There was some inclusion of the ligamentum teres within these hernias and so I used a harmonic scalpel to take the falciform ligament down from the abdominal wall. This cleared an appropriate lading zone for my mesh superiorly. There were three good-sized defect along the course of the incision. I made measurements now on the abdominal wall. I elected to use a 10 x 15-cm piece of gore-tex dualmesh. This was oriented appropriately with cardinal sutures placed at the 12, 3, 6, and 9 o¿clock positions. Two 5-mm right-sided trocars were placed after pre-anesthetizing with local anesthetic. These were placed under direct vision. Mesh was brought through a 12-mm trocar and the left midabdomen opened in the peritoneal cavity. Carter-thomas suture passer was now used to pass the tacks on the mesh through the abdominal wall with separate transfascial sticks with each insertion of the suture passer. These sutures were tied into place and good result was noted. Tacks were placed at 1-cm intervals around the periphery of the mesh with very nice coverage of the hernia defects. The left lower quadrant trocar site was closed with 0 vicryl suture utilizing carter-thomason suture passer. Peritoneal cavity completely desufflated of air after intraperitoneal hemostasis was verified. Additional local anesthetic injected in the skin and subcutaneous tissues. The skin closed with 4-0 monocryl in subcuticular fashion. Benzoin, steri-drips [sic], and dressings were applied. The patient was placed in an abdominal binder. She was awakened from general anesthesia and transferred to a stretcher and taken to the recovery room in satisfactory condition. I was present for the entirety of the procedure and counts correct times two.¿ on (B)(6) 2012: (B)(6) medical center. Surgery documentation. Implant record. Asa 2. Wound class: I clean. Mesh dual plus 10x15cmx1mm. Catalog/reference number: 1dlmcp03. Lot number: 10045634. Manufacturer: wl gore associates. Quantity: 1. On (B)(6) 2012: (B)(6) medical center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 10045634. W.l. Gore & associates. Exp: 2011-11. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/10045634) was implanted during the procedure. On (B)(6) 2012: (B)(6) medical center. (B)(6) , md; (B)(6) , crna; (B)(6) , paa. Anesthesia record. Weight 72.2 kg. Asa 2. On (B)(6) 2013: (B)(6) medical center. Pre-admit documentation. Weight 60.18 kg, bmi 24.41. History: anemia, anxiety, back pain, migraine, depression, endometriosis, hiatal hernia, incisional hernia, panic attack, reflux. Social history: alcohol: current, wine 1-2 times per month. Tobacco: current, cigarettes. Denies substance abuse. On (B)(6) 2013: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Tobacco abuse. History of psychiatric disease. Postoperative diagnosis: recurrent incisional hernia. Tobacco abuse. History of psychiatric disease. Operation performed: laparoscopic repair of recurrent incisional hernia with mesh. Anesthesia: general endotracheal. Estimated blood loss: less than 50 ml. Specimens: none. Complications: none. Indications: (B)(6) is a 34-year-old female who is status post laparoscopic repair of an incisional hernia, now presents with a recurrence. This is superior to her previous repair. She presents for laparoscopic approach. She is an asa class ii. Findings: ¿the patient had a small fat-containing recurrence superior to previous mesh placement with a good result with a 10 x 15 cm piece of gore-tex dualmesh which was oriented transversely. Operative technique: ms. (B)(6) was provided with informed consent, and her questions were answered. Indications, risks, benefits, and alternatives to the operation were reviewed and accepted. We discussed specific risks of the operation, including bleeding, mesh infection, hernia recurrence, chronic pain, and other mesh-related complications. She understood these risks, among others. She was covered with appropriate perioperative antibiotics. She was brought to the operating room and placed in the supine position on the operating room table and had sequential compression devices placed on both legs. After induction of an adequate general anesthetic, a foley catheter was placed with clear yellow urine noted. Her arms were tucked at her sides with all pressure points padded. Her abdomen was widely prepped and draped in standard fashion. An operative time out was held, and the patient and site of surgery were verified. I made an incision just off the right costal margin which was preanesthitized with local anesthetic. Incision was made away from any previous scars. Under direct vision with an endoview trocar, a 5-mm laparoscope was introduced into the peritoneal cavity, confirmed visually, with the peritoneal cavity insufflated to a pressure of 15 mmhg with carbon dioxide gas with appropriate pressures noted throughout insufflation. Under direct vision now an additional trocar was placed on the right side. This time, a 12-mm trocar and two 5-mm left-sided trocars, and eventually a third left-sided trocar placed, all placed under direct vision and after preanesthetizing with local anesthetic. Working from the patient¿s left side now, graspers were introduced. Adhesions were taken down from previous mesh repair to expose the mesh. There was a hernia which appeared recurrent at the superior aspect of the mesh. This was cleared. The adhesions were fairly minimal and were fairly flimsy and were taken down easily with blunt dissection. The fat content of the hernia was reduced. There was a small defect here just at the edge of the previous mesh. There had been fairly significant shrinkage of the previous mesh. I elected at this point to use a 10 x 15 cm piece of gore-tex dualmesh which I at this time oriented transversely, and we overlapped with the previous repair. Marks were made on the abdominal wall and also on the mesh itself, and 4 cardinal sutures of gore-tex cv-0 were placed on sides of the mesh. The mesh was rolled and inserted through the 12-mm trocar without difficulty. It was opened in the peritoneal cavity. Cardinal suture was then brought through the abdominal wall using carter-thomason suture passer. These were secured into place and tied. A secure strap device was now used to place tacks at 1-cm intervals around the periphery of the mesh with now an additional transvaginal suture placed in each quadrant of the repair. Overall, we had a very nice result, good overlap of the mesh inferiorly, and wide coverage of the hernia defect. Being satisfied with placement of the mesh, now the 12-mm trocar site was closed with a 0 vicryl suture utilizing a carter-thomason suture passer. Peritoneal cavity reinspected for hemostasis. A small amount of local anesthetic was instilled in the peritoneal cavity. Peritoneal cavity was then completely desufflated of air with the remaining trocars removed. Additional local anesthetic injected in the skin and subcutaneous tissues and skin closed with 4-0 monocryl in subcuticular fashion with benzoin, steri-strips, and dressing applied. The patient was then placed in an abdominal binder. Foley catheter was removed with clear yellow urine noted. The patient was awakened from general anesthesia, transferred to a stretcher, and taken to the recovery room in satisfactory condition. I was present for the entirety of the procedure. Counts were correct x2. I utilized (B)(6) , pac, as a surgical first assistant. She assisted with manipulation of the 30-degree laparoscope during this complex case and also with traction and countertraction on the abdominal wall land help with passing sutures intra-abdominally as well. Again, I was present for the entirety of the procedure. Counts were correct x2.¿ on (B)(6) 2013: (B)(6) medical center. Surgery documentation. Implant record. Wound class: I clean. Asa 2. Mesh dual plus 10x15cmx1mm. Manufacturer: wl gore associates. Catalog/reference number: 1ldmcp03. Quantity: 1. Lot number: 10917204. Expiration date: 09/07/15. On (B)(6) 2013: (B)(6) medical center. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 10917204. W.l. Gore & associates. Expiration: 2015/09. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/10917204) was implanted during the procedure. There is no mention of gore device removal in the records. On (B)(6) 2013: (B)(6) medical center. (B)(6) , md; (B)(6) , crna. Anesthesia record. Weight 60.18 kg. Asa 2. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Radiology-ultrasound abdominal. Indication: abdominal pain and prior hernia repair. Mass like swelling. Findings: superior to the umbilicus there is a heterogeneous, mass like, 44 x 33 millimeter soft tissue structure which could reflect a recurrent hernia defect. Correlation/further evaluation of this finding with CT imaging of the abdomen/pelvis with IV and oral contrast is recommended. Other soft tissue mass masses or lesion and even malignancies are not excluded, unfortunately. On (B)(6) 2015: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated incisional hernia. Postoperative diagnosis: incarcerated ventral hernia. Operation: incarcerated ventral hernia repair with prolene mesh. Description of procedure: ¿after consent she was taken to the operating room and underwent general anesthesia. The entire abdomen was sterilely prepped and draped. The hernia was located midway between the xiphoid and umbilicus. The area was anesthetized with 0.5% marcaine with epinephrine. A vertical incision was made through the skin and subcutaneous tissues. The hernia sac and its contents containing omentum were carefully dissected free from the fascial defect and inverted back into the peritoneal cavity. The defect measured 3 cm x 6 cm in diameter and was oriented horizontally. No signs of prior repair were noted. A piece of prolene mesh was cut in an oval configuration and placed deep to the fascia and over the hernia sac with the omentum deep to the mesh. The mesh was secured circumferentially with horizontal mattress sutures of 0 braided nylon suture placed 3-4 cm from the edge of the hernia. The hernia was then closed horizontally with running 3-0 prolene suture taking small bites of the mesh as the hernia was closed. The wound was irrigated well and more marcaine with epinephrine injected. The soft tissues were closed with running 2-0 vicryl suture and the skin with running subcuticular 3-0 pds. An abdominal binder and dressing were applied. She tolerated the above well and was awakened and extubated and taken to the recovery room. I would like to see her back in my office on january 4th to remove her sutures and make sure she is healing well. If she is not having any problems or sigs of recurrence her sutures can be removed at emanuel women¿s facility on january 4th.¿ on (B)(6) 2015:[facility ni]. Implant record. Prolene mesh. Ethicon. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1901: an additional surgical procedure was necessary. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10045634. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint.¿ h6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10045634. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic ventral, incisional, and umbilical hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh shrunk requiring removal surgery (B)(6) 2013. Additional event specific information was not provided.